Event description:
It was reported that the screw broke when was twisted in. No significant delay or patient injury reported.

Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor with two ultra braid sutures returned. Product components were returned minus one strand of white ultrabraid. Visual inspection shows that the anchor has been fractured from pressure and torque. Threads have been distorted, compressed and rolled. Both ends are fractured. The entire eyelet section is missing. The shaft portion of the inserter is straight. The whole hex area has been ripped from the inserter. There is a partial twisted and bent fork remaining. Conditions indicate excessive force and loss of axial alignment. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, you should stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. No root cause related to the manufacturing of this device was established. User error may have been a contributive factor of the event.